Manufacturer narrative:
Date of event was approximated to (B)(6) 2018 as no event date was reported. The complainant was unable to provide the suspect device lot number. Therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva 200 tractip laser fiber was opened for use for a ureteroscopy procedure performed on an unknown date. According to the complainant, during preparation, the laser fiber was noted to be broken in the package. The procedure was completed with another flexiva 200 tractip laser fiber. There were no patient complications reported as a result of this event.